Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I believe the following instrument in faulty and needs replacing as it would not engage in the distal stem during surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary ==> a functional check could not confirm the complaint as the instrument assembled and disassembled as intended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy international reports the instrument is believed to be faulty and needs replacing as it would not engage in the distal stem during surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.